Event description:
It was reported to fresenius that this patient with renal failure (rf) on sustained low efficiency dialysis (sled) for renal replacement therapy (rrt) expired while undergoing therapy in the intensive care unit (ICU) on (B)(6) 2021. During the initial reporting, it was stated the 2008t hemodialysis system was ¿running well¿ prior to the patient¿s onset of pulseless electrical activity (pea) at 8:04 am est. No additional adverse event(s) information provided during intake. The 2008t hemodialysis system was sequestered following the event(s) and functional compliance testing/verification was completed. The 2008t hemodialysis system performed as expected per the manufacturers¿ specifications. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between sled therapy utilizing the 2008t hemodialysis system, and the serious adverse events of pea and subsequent death, as the patient was actively undergoing sled therapy when the events began. The definitive cause of the patients death is unknown; therefore, causality cannot firmly be established. However, the reporting hospital staff member stated the 2008t hemodialysis system was functioning as intended prior to the patients pea. Additionally, the 2008t hemodialysis system passed all functional compliance and ultrafiltration testing following the events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the totality of the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. Despite the patient actively undergoing sled when he/she experienced pea, the patients medical status and/or comorbid condition(s) could be contributory factors given the patients admission to the ICU. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported to fresenius that this patient with renal failure (rf) on sustained low efficiency dialysis (sled) for renal replacement therapy (rrt) expired while undergoing therapy in the intensive care unit (ICU) on (B)(6) 2021. During the initial reporting, it was stated the 2008t hemodialysis system was running well prior to the patients onset of pulseless electrical activity (pea) at 8:04 am est. No additional adverse event(s) information provided during intake. The 2008t hemodialysis system was sequestered following the event(s) and functional compliance testing/verification was completed. The 2008t hemodialysis system performed as expected per the manufacturers specifications. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.